Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent in two places and the port slightly bent. The probe was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirm the probe needle and port were bent. How and when the probe needle and port became bent cannot be determined from this evaluation; therefore, the exact root cause of the bent needle cannot be determined. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery, although the reported event was reported to have occurred prior to surgery, the nominal wear indicates the probe has been used. An exact root cause for the bent needle and port could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. )

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter was in a strongly bent condition and the cutter tip end was found bent when opened before vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. Patient harm was not reported.